Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the screen is broken, the keyboard hinges are broken, the system fan is loud, and the programmer initiates please wait screen on start-up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer screen overlay was broken, left keyboard hinge was broken, system fan was noisy, and the programmer initiated please wait screen on start-up which is normal for current software version. Analysis also found a tab on the power cord bay door was bent.